Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. The customer¿s blood glucose value was 479 mg/dl. The customer was treated with insulin pump. Troubleshooting was performed and customer states the insulin exited. The customer also stated that the insulin pump had under delivery. The customer declined troubleshooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis.